Event description:
It was reported the during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, de novo lesion located in the severely calcified, moderately tortuous external illiac artery with a 4.0-80mm, 80cm wanda balloon catheter. Vascular access was femoral. The physician encountered resistance while advancing the balloon catheter to the target lesion. Once reaching the lesion, the balloon ruptured on the first inflation at 9 atms after being inflated for approximately five seconds. The balloon was removed intact. There were no shaft kinks noted on the device prior to use. The procedure was completed successfully with another of the same device. There were no reported patient complications. The patient status was reported as "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).